Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/22/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was determined to be caused by smart device platform/os. No additional event information is available. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/22/2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore functional testing could not be performed. Share log data was available for review and signal loss found in the log within the investigation window. The complaint was confirmed via product. The probable cause was determined to be caused by smart device platform/os.